Event description:
Glass shards found inside the patient affirm sample. This poses a potential risk for lab personnel. Overzealous breaking of the dropper's ampule (affirm¿ vpiii ambient temperature transport system) increases the chance that small glass shards will travel with the liquid media into the dispensing tube. Skin laceration or injury could result to the provider/nurse collecting the specimen, as well as the lab staff that are processing the specimen. This is particularly true if step #5 (see below) in the IFU is not followed or the green dispensing tool is misplaced. "5. Lightly squeeze the atts regent dropper dispensing tool to break the ampule in the atts reagent dropper." 2 instances of this concern were reported on [date redacted] [(# redacted)].

Event description:
Glass shards found inside the patient affirm sample. This poses a potential risk for lab personnel. Overzealous breaking of the dropper's ampule (affirm¿ vpiii ambient temperature transport system) increases the chance that small glass shards will travel with the liquid media into the dispensing tube. Skin laceration or injury could result to the provider/nurse collecting the specimen, as well as the lab staff that are processing the specimen. This is particularly true if step #5 (see below) in the IFU is not followed or the green dispensing tool is misplaced. "5. Lightly squeeze the atts regent dropper dispensing tool to break the ampule in the atts reagent dropper." 2 instances of this concern were reported on 9/24/2024 (B)(6).